Event description:
It was reported that the patient presented for an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. During the procedure it was noted the vlp micro-dislodged which resulted in high capture thresholds. The micro-dislodgement was confirmed via fluoroscopy. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.